Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and faulty reservoir sets. The customer's blood glucose level was 500+ mg/dl. The customer stated that the insulin did not exit and the pump alarmed no delivery. The customer was advised to remain disconnected and to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and pushes insulin slowly through the tubing. The customer reported that insulin does not exit with plunger push. The customer also reported the insulin does not exit and there is greater than normal resistance with plunger push. The customer was advised to change the infusion and reservoir set. A replacement reservoir set will be sent to the customer.